Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator, (B)(4), found no anomaly associated with the device. Analysis of the lead, (B)(4), found no anomaly associated with the device. Analysis of the lead, (B)(4), found no anomaly associated with the device.

Event description:
Additional information received reported that the patient ¿was told it would not take as long to charge and would not need the intensity¿because [the patient] had paddle stimulators put in [the patient¿s] spine and it did not help and it was a major surgery for nothing.¿

Event description:
Further follow up information reported that the patient had their entire implantable neurostimulator (ins) system replaced. Specifically, the new ins was implanted on the patient¿s opposite hip due to pain at the ins site. Impedance testing, x-rays (results not reported), and reprogramming were performed during diagnostic/troubleshooting during the event. In addition, it was confirmed that the 2 leads had migrated and that the patient experienced shocking at the lead site, >50% therapy relief, and stimulation at the wrong location. As a result, a lead new lead was implanted at a different level on the patient¿s spine. The patient was reported as doing well following the surgical replacement. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up reported, the patient was still having concerns regarding their device or therapy but they were working with their doctor or representative. It was noted there was an appointment scheduled for (B)(6) 2013.

Event description:
It was reported there was lead movement. The patient noted the 'sensors have moved.' It was also noted the patient was informed they would need a neurosurgeon to implant a paddle lead. The patient found out the lead had moved three months prior but had not sought further help due to their spouse's illness and death. It was also noted the patient had to charge 1-2 hours daily and that the stimulator had not been working for over a year. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) confirmed the cause of the event was that leads (¿wires¿) had migrated. The patient had an appointment for (B)(6) 2013 with their physician and the manufacturer¿s representative. A surgical consultation and reprogramming was performed on (B)(6) 2013 with the result that stimulation was felt in the stomach and were unable to capture areas of pain coverage with the current leads. It was also reported that a revision/replacement occurred. The patient was to be re-trialed on (B)(6) 2013 to determine ¿levels¿ for a new surgical lead. Hospitalization was not required for the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).